Event description:
It was reported that on testing the device on (B)(6) 2011, ten electrode channels showed in status hi. To date, no further information has been received regarding the circumstances leading to the hi channels.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. (B)(4).